Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Reports:1627487-2016-03002 and 1627487-2016-03004. The patient has 2 scs systems. It is unknown which scs lead corresponds to which location; therefore, all possible leads are being reported. It was reported the patient was experiencing painful overstimulation and at one point, per the patient, stimulation came on by itself. It was also reported the patient was experiencing pain above her ear due to one of the strain relief loops becoming superficial. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the strain relief loop and the scs leads were repositioned. Effective stimulation was restored with the surgical intervention.